Event description:
It was reported that upon use in shoulder joint, a piece of plastic insulation came off the tip of the instrument and was lodged inside the patient¿s shoulder. The surgeon managed to take the piece out of the patient. To complete the therapy, the surgeon used a turbovac 90 wand. It is unknown if there was a surgical delay and no other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection under magnification of the wand shows minimal electrode/screen erosion with contamination/discoloration. A chunk of the spacer is missing on one side. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device produced plasma on ablate/coag min./max. Settings as intended; the complaint was verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: mechanical displacement of tissue through applied force, enlarge a surgical site, gain access to tissue as this may result in a damage to the device, and/or leading to patient injury. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Since no significant delay or further harm to the patient has been alleged, no further clinical/medical assessment is warranted at this time. Should additional relevant medical information be provided, this complaint will be re-assessed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection under magnification of the wand shows minimal electrode/ screen erosion with contamination/discoloration. A chunk of the spacer is missing on one side. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device produced plasma on ablate/coag min./max. Settings as intended; the complaint was verified and the root cause was determined to be due to component failure. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) mechanical displacement of tissue through applied force, (2) enlarge a surgical site, (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury. There are no indications to suggest the device did not meet product specifications upon release into distribution. No containment or corrective actions are recommended at this time.

Event description:
It was reported that upon use in shoulder joint, a piece of plastic insulation came off the tip of the instrument and was lodged inside the patient¿s shoulder. The surgeon managed to take the piece out of the patient. To complete the therapy, the surgeon used a turbovac 90 wand. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.